Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a black screen and was inoperable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a black screen and was inoperable. The field service engineer (fse) identified that auxiliary half-height drawer 3-2 had failed, which prevented the station from booting. The fse replaced the retractors and the drawer control board, then ran diagnostics. All drawers and pockets were tested, the drawer was successfully recovered, and final testing confirmed normal operation. The system functioned after the field service engineer repaired the device.